Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that ""tubing on diffusics blew off while flushing the line."" Verbatim: tubing on diffusics blew off while flushing the line.